Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: black mold like appearance and broken plug strap. Leak test and microscopic analysis was performed which identified: device no leakage and sharp broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. The unit has no openings. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report "the right-side feels less full.¿ healthcare professional additionally reported right side implant exchange from textured to smooth due to the concern's of the product. Device has been explanted.